Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell on the home choice (hc). The technical service representative (tsr) reviewed the alarm log and there was a system error 2240. The home patient (hp) had two bags connected and the unused line clamp was open. The hp would complete therapy with manual supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.